Manufacturer narrative:
Date of event: on an unreported date in 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unknown date, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency and route of administration not reported) for the event of peritonitis. At the time of this report, the patient was still in the hospital and recovering. The dianeal therapies were ongoing. No additional information is available.